Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. After the expected medication delivery time was completed, it was observed that 90ml of solution remained in the device and had not been infused to the patient. The device had been filled with piperacillin / tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. H4: the lot was manufactured from november 14, 2019 - november 16, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.